Manufacturer narrative:
(B)(4). The lot #3000469221 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that the endoscopic vessel harvesting system on vasoview hemopro 2 tip was broken. Damage was noticed during set-up before the procedure started. Nothing detached from vasoview hemopro 2. The procedure was complated using a new device. There was no procedural delay. No patient harm.

Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.